Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia with blood glucose level 421 mg/dl as well as sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 445 mg/dl and the sensor glucose was 62 mg/dl was associated with the triggered suspend event. The customer was assisted with troubleshooting. Customer states the insulin delivery was suspended due to sensor values. Customer states the sensor glucose value that triggered the suspend event was 62 mg/dl. Customer states the low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The device will not be returned for analysis.